Event description:
It was reported that the sensitivity on the right ventricular (rv) lead had dropped off significantly. Defibrillation threshold testing showed that the lead was still working. Because the patient is considered high risk, the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.